Event description:
On (B)(6), 2014 the lay user/reporter contacted lifescan to report the one touch verio iq meter would power off during use. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6), 2014 the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. The patient noted this was a new, out-of-the-box, meter. The patient took the action of consuming less food and drink. The patient experienced no symptoms of high or low blood glucose levels. On (B)(6), 2014 the patient¿s blood glucose level was tested to be 121 mg/dl on another meter. The patient received no treatment or medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and received no medical attention. However as the issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.